Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the time and date were incorrect. The reporter was able to correct the date and time. The reporter was unable to troubleshoot at the time of the call. There is no additional information available at this time. This report is being made based on the allegation that the pump time was incorrect.